Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. No under delivery anomaly or over delivery anomaly noted. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and went to emergency room on an unknown date. Customer's blood glucose was 515 mg/dl. Customer's current blood glucose was 298 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was not active at the time of event. Based on customer¿s response they alleged insulin pump was under delivering as they delivered 20 units of insulin but blood glucose never went down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the pump was returned due to customer allegation to insulin pump under delivering and was hospitalized for high blood glucoses. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4) inches. No under delivery anomaly or over delivery anomaly noted. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for insulin pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.